Event description:
Part way through the sternotomy procedure, the blade protector broke off, falling into the chest. The separated section of the blade protector was retrieved from the pt's chest. No pt injury has been reported as a result of this incident.